Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor and found the heating element coil was arcing subsequently causing the reported smoke. The steris technician made proper repairs to the processor, tested the unit and confirmed it to be operating properly. The processor was returned to service and no additional issues have been reported.

Event description:
The user facility reported that smoke had emitted from their reliance endoscope processor. No report of injury, procedure delays or cancellations.